Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient experiencing a not draining alarm and reporting that the cycler did not drain during previous treatment. It was stated the drain line ran to the toilet and was in the water. A review of the patient¿s treatment records identified that the patient drained 4200 ml during drain 4 of treatment. This drain volume is 190% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Corrected information: b.3.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient experiencing a not draining alarm and reporting that the cycler did not drain during previous treatment. It was stated the drain line ran to the toilet and was in the water. A review of the patient¿s treatment records identified that the patient drained 4200 ml during drain 4 of treatment. This drain volume is 190% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Corrected information: d.10.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient experiencing a not draining alarm and reporting that the cycler did not drain during previous treatment. It was stated the drain line ran to the toilet and was in the water. A review of the patient¿s treatment records identified that the patient drained 4200 ml during drain 4 of treatment. This drain volume is 190% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed signs of physical damage. The front panel bezel is damaged. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. During an internal investigation there were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient experiencing a not draining alarm and reporting that the cycler did not drain during previous treatment. It was stated the drain line ran to the toilet and was in the water. A review of the patient¿s treatment records identified that the patient drained 4200 ml during drain 4 of treatment. This drain volume is 190% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information has been requested but to date has not been provided.